Manufacturer narrative:
Initially reported under MFR # 2916596-2024-04326. Manufacturer's investigation conclusion: the reported event of a red battery and yellow wrench advisory alarm was confirmed via evaluation of the returned 12v power module backup battery. The returned backup battery, serial number (B)(6), was inserted into a test power module and upon powering on the system, a yellow wrench advisory and red battery alarm activated. Evaluation of the battery revealed that it was in a depleted state. Despite charging the battery for an extended period of time, the yellow wrench advisory and red battery alarms were still active. Further evaluation was not performed as the sealed lead acid (sla) batteries posed a chemical hazard and its encapsulation prevented further access to sub-assemblies. The backup battery was not expired at the time of the reported event. The provided information indicated the alarms resolved after the power module backup battery was exchanged. A root cause for the reported event was not conclusively determined through this analysis. A manufacturing analysis has been initiated to further investigate this issue. The device history record was reviewed for the 12v power module backup battery, serial number (B)(6). The backup battery was inspected and accepted into storage on 07mar2023. The heartmate 3 instruction for use and heartmate power module instructions for use were available at the time of the event. Heartmate 3 instruction for use, section 3, entitled ¿powering the system¿, and heartmate power module instructions for use, section 2, entitled ¿setting up the power module (pm) prior to use¿, provide instructions on how to install the power module backup battery and general use of the power module. The heartmate 3 instructions for use, section 8, entitled ¿equipment storage and care¿ explains how to care for and clean the power module. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the new power module battery was not working. The battery was disconnected for 10+ minutes and reconnected, a system test was attempted, however the red battery and yellow wrench alarms still showed. The power module backup battery was exchanged. It was additionally reported that the serial number of the power module was unknown as the clinic had received 5 new power modules and the power module was not connected to a patient. It was noted that all of the power modules now had working batteries.